Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to a high blood glucose level and high blood pressure. The customer's blood glucose level was 354 mg/dl. She felt nauseous and nervous. She treated her blood glucose level with the insulin pump before she was admitted into the hospital. The customer ate food with high sugar. The device was not returned.